Event description:
A user facility reported that a novalung console had flow measurement alarms that occurred during the priming phase. At first, a continuous audible alarm went off for about four to five minutes. The console was restarted, and then alarms #206 and #208 appeared on the screen. It was reported that flow was not possible. The flow sensor was changed, but the issue persisted. The treatment was performed on another console. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. Upon follow-up, it was confirmed the alarms are related to a CAPA that was opened for flow measurement issues. The sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a novalung console had flow measurement alarms that occurred during the priming phase. At first, a continuous audible alarm went off for about four to five minutes. The console was restarted, and then alarms #206 and #208 appeared on the screen. It was reported that flow was not possible. The flow sensor was changed, but the issue persisted. The treatment was performed on another console. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. Upon follow-up, it was confirmed the alarms are related to a CAPA that was opened for flow measurement issues. The sample was not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned for evaluation. A review of similar complaints revealed that the reported failure type represents a known event. The problem could be understood based on the available information, and the machine files do not contain any information about the cause of the problem. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). Since no parts were returned for evaluation, a definitive cause of the described problem could not be determined. Investigation of similar complaints revealed that the console alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A CAPA was opened to address this issue.